Event description:
Allegedly, patient suffering from mom complications including shedding of metal debris, tissue damage, persistent pain and decreased mobility. (Right). Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to mom complications. Added the explant date. (Right).